Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having a large red rash over the low back and was unknown if it was primarily or secondarily related to the device. The patient reacted to most of the components in the allergy test per physician. The patient underwent an ipg explant procedure and was given medications for the rash. The patient was feeling fairly wonderful and improving. The explanted ipg will not be returned.